Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the transmitter did not connect to the pump anymore. The customer reported that when the customer placed the transmitter on the charger, there was a red blinking light, and the customer stated the customer had received a low battery transmitter. The customer reported no sensor was connected by the pump. The customer reported no adverse event. The event involved product mmt-7040a, mmt-7841zn, mmt-1884 and mmt-7715. Troubleshooting was performed for transmitter charging and the customer confirmed that the charger was working as expected. Troubleshooting was not performed for short battery life and loss of communication. It was unknown whether the communication issue was resolved or not. No harm requiring medical intervention was reported. No product return was required for mmt-7040a, mmt-7841zn mmt-1884 and mmt-7715.